Manufacturer narrative:
The insulin pump received stuck in alarm loop after battery installation due to a software error. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to alarm. The motor was tested outside of the device and passed. Device received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 160 mg/dl at the time of the incident. The insulin pump kept alarming to change the battery. The customer did not troubleshoot and did not send the product back for analysis.